Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen scratched and hard to read affecting his ability to read screen, rewind was louder, random no delivery alarms had happened twice during priming. The customer¿s blood glucose level was unknown. Customer reported that the insulin pump had motor error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. No charge or battery lasts less than expected and missing segments or partial display anomaly noted. Device received with minor scratched lcd window and stripped battery cap coin slot. The p-cap locks into the reservoir compartment properly noted.